Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abdominal bleeding') and urinary tract infection ('urinary tract infections since 2011(has had four infections this year)') in a (B)(6) patient who had essure (batch no. 626404) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Previously administered products included for an unreported indication: mirena in 2008. Past adverse reactions to the above products included pregnancy with mirena. Concurrent conditions included sickness since (B)(6) 2010, breast swelling since(B)(6) 2010, finger injury, breast cyst, chills, fever, skin lesion, cough, nasal congestion, sputum discoloured (greenish), fatigue, sweaty, feeling bad, weakness, earache, nasal discharge, sore throat, rib injury, ear pain (bilateral) and chest pain. Concomitant products included chlorphenamine maleate;paracetamol;phenylpropanolamine hydrochloride (tylenol cold), medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced back pain ("lower back pain"). On (B)(6) 2009, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/psychological injuries") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In 2010, the patient experienced abdominal pain lower ("abdominal cramping"). In 2011, the patient experienced urinary tract infection (seriousness criterion medically significant). In 2013, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced menstruation irregular ("irregular periods (period which "only" lasted two days)") and amenorrhoea ("irregular periods - no period since (B)(6) 2015"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract problem"). At the time of the report, the genital haemorrhage, pelvic pain, back pain, abdominal pain lower, urinary tract infection, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, bladder disorder and urinary tract disorder outcome was unknown, the abdominal pain and amenorrhoea had not resolved and the menstruation irregular had resolved. The reporter provided no causality assessment for abdominal pain with essure. The reporter considered abdominal pain lower, amenorrhoea, anxiety, back pain, bladder disorder, depression, genital haemorrhage, heavy menstrual bleeding, menstruation irregular, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the intial report was received from the consumer. In 2013 she experienced abdominal pain. With follow-up from 25-aug-2015, the consumer was calling to report the following: problems with "back to back" urinary tract infections since 2011 (experienced four infections in 2015), lower back pain since the devices were inserted in 2009, abdominal cramping since 2010 that "comes and goes" (occurring for "maybe a week and then it goes away for three weeks"), irregular periods (no period since (B)(6) 2015, which only lasted two days). According to her, the current healthcare professional (hcp) does not recommend the removal. On (B)(6) 2018 legal claim was received. She was planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Total bilateral occlusion. The essure devices are seen appropriately positioned.. Ultrasound scan - on 21-jan-2009: the uterus sounded to 8 cm, tubal ostia, uterine cavity and cervical canal were normal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-may-2021: mr received: reporter was added, no new clinically significant information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.